Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. It was reported that the patient did not respond to treatment and fourteen days prior to the receipt of this report; the peritoneal dialysis catheter was removed, dianeal therapies were discontinued, and the patient was transferred to hemodialysis therapy. On an unknown date, the patient was discharged from the hospital. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.